Event description:
The customer reported that while running a hepatitis core assay, a sample barcode in position h8 was misread. Summit sample handler, was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.